Event description:
Device deploying straight shots.

Manufacturer narrative:
The subject product has not been returned for evaluation to date. We will submit a follow up report when/if product is returned for evaluation.